Manufacturer narrative:
Of the 4 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 4</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a suspend issue. These reports were received from various sources. The patients associated with this allegation ranged from 29-78 years of age and between 140 and 325 pounds. Of the reported patients, 0 were male, 4 were female, and 0 were unknown.